Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2018. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2020-mar-20. To clarify the catheter anchor point issue, it was unknown what the issue was but there was pooling contrast seen under x-ray at anchor point. The cause of this was unknown. No actions/interventions were taken, but a catheter revision was to be scheduled and the date was unknown. The issue was not resolved. There were no further complications reported/anticipated.

Manufacturer narrative:
Concomitant medical product(s): product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 26-apr-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient who was receiving prialt/ziconotide with a concentration and dose of 25 mcg/ml at 0.154 mcg/day via an implantable drug delivery pump for non-malignant pain. It was reported that the patient had not been experiencing any pain relief since their initial implant (on (B)(6) 2018) and there were no environmental/external/patient factors contributing to the issue. The hcp performed a catheter dye study which showed contrast at the anchor point. The patient was scheduled for a catheter revision and their pump was turned down to the minimum rate. The issue was not resolved at the time of this report. There were no further symptoms or complications reported.